Event description:
It was reported that a small volume intermate had a white particulate matter floating inside. This was observed during storage. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2015 ¿ january 8, 2015. The device was received for evaluation. Visual inspection revealed white, floating particulate matter inside of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.